Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported myocardial infarction and stent thrombosis occurred. In (B)(6) 2016, a synergy¿ drug-eluting stent was implanted. In (B)(6) 2016, the patient was admitted to the emergency room with a myocardial infarction. They used a angiojet® to remove the thrombosis from the implanted synergy¿ stent. The patient is currently stable.